Event description:
It was reported that the set screw separated from the construct. Per the communication with sales rep., and x-ray image review confirmed the blocker is pulled out. The patient was in pain. Revision surgery was completed.

Manufacturer narrative:
The complaint device was returned following completion of revision surgery. A supplemental MDR will be filed upon completion of the investigation.

Manufacturer narrative:
Method: risk assessment, labeling, and visual review. Results: it was reported an event of a blocker main body migration post op was confirmed via x rays. The event resulted in a revision surgery. X rays provided show 1 blocker that migrated out of the screw tulip head. The blocker had a very light rod indentation on one side of the bottom, and no indentation on the other side, indicative of the blocker not having full contact with the rod. Witness marks on the rod show where the screw and blocker were in relation to the rod along with the x rays provided. The blocker was tightened down on the curved section of the rod. The other 5 returned blockers had indentations indicative of 12nm of torque and do not appear to be the blocker that migrated and are thus concomitant. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the blocker was tightened down on the curved part of the rad rod based on the markings found on the rod and by looking at the x rays. The suspected migrated blocker only had a rod indentation on one side, indicative of it not having full contact with the rod. This can occur if the blocker is tightened down on a curved section of the rod, where it will contact one side of the rod and not the other. The 12nm of torque will be applied and with it only contacting one side, it is possible for the blocker to eventually migrate or back out over time. The most likely root cause is the blocker not having full contact with the rod inside the tulip head. According to the surgical technique. "Extra caution is advised in the following cases: the rod is not horizontally placed into the screw head. The rod is high in the screw head. An acute convex or concave bend is contoured into the rod."

Event description:
It was reported that the set screw separated from the construct. Per the communication with sales rep., and x-ray image review confirmed the blocker is pulled out. The patient was in pain. Revision surgery was completed.

Event description:
It was reported that the set screw separated from the construct. Per the communication with sales rep., and x-ray image review confirmed the blocker is pulled out. The patient was in pain. The revision surgery will be required, however, it has not been planned yet.